Event description:
Medics responded to a gunshot wound to the head, als protocol was followed on arrival. During transport the pt arrested. The device operator attempted to shock the pt with hard paddles, reportedly the device indicated connect cable and would not charge. The device operator removed the hard paddles and tried to attach the quik-combo cable, the cable could not be inserted into the connector. The device operator looked at the connector and noted a broken pin jammed in the connector. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's injury.